Event description:
Using the nucletron veriflex record and verify system, a treatment field was created for the g.e. Saturne 42 linear accelerator. The field contained a combination of open and wedge monitor units for use with the internally mounted 60 degree autowedge. Veriflex required input of total monitor units and wedge monitor units. The first treatment fraction was delivered correctly. On the second fraction, the wedge monitor units automatically set to zero in veriflex so that the total monitor units were delivered without a wedge in place. The saturne/veriflex interface does not require treatment personnel to type in monitor units at the console. The therapist did not notice that the wedge mu had been set to zero on the treatment unit until the accelerator failed to pause for the wedge to drive out midway through the treatment. This problem has recurred several times on pts' second treatment fractions.